Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was observed that the right ventricular lead was sensing low amplitude r waves due to sub-optimal placement. The right ventricular lead was explanted and replaced. The patient was stable.